Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer was not seeing drops of insulin coming out the end of the tubing during fill tubing. Tandem technical support had customer reload a new cartridge, but the pump requested a minimum of 50 units multiple times. The customer was able to complete load process with a third cartridge. There was no reported impact to the customer's blood glucose level.